Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was missing data despite the pump being in use. In addition, it was reported that the ¿pump was not delivering insulin¿. Additional information was not provided. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer; however, no response was received.